Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was a pyloroplasty or pyloromyotomy performed? When did patient feeding begin? Was a postoperative esophagram performed prior to feeding? If so, what was the result? Did the patient have any postoperative dysphagia or other swallowing problems? How was the leak identified? Can more information be provided on what was observed during the endoscopic inspection? Were staples visible at all? If so, please describe the shape and location. How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that at the check-up 7 days after the intervention of intrathoracic esophagus-gastric anastomosis in a patient suffering from esophageal cancer, anastomotic fistula was present in the absence of risk factors for the same. Subsequent endoscopic inspection documented the lack of staples at the fistula. Probable defect in the packaging of the circular metal anastomosis (missing points in small tracts of anastomosis). Consequence: specific medical intervention and extension of hospitalization with administration of antibiotic and antifungal therapy.